Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on june 4, 2024, a premature baby had difficulty breathing and used a ventilator to assist breathing. After about 40 minutes of use, an "oxygen sensor error" occurred, which could not accurately monitor oxygen concentration and affected monitoring and treatment. Immediately replace the ventilator with another model and notify the equipment department for maintenance. No health consequences or impact. Additional device required

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag:on (B)(6) 2024, a premature baby had difficulty breathing and used a ventilator to assist breathing. After about 40 minutes of use, an "oxygen sensor error" occurred, which could not accurately monitor oxygen concentration and affected monitoring and treatment. Immediately replace the ventilator with another model and notify the equipment department for maintenance. No health consequences or impact. Additional device required.